Manufacturer narrative:
(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 346150, 157448, m2a-magnum mod hd sz 48mm, 651280, 139258, m2a-magnum 42-50m tpr insrt +3, 91910. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08783, 0001825034-2018-08784. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approximately 7 years post implantation due to pain, elevated metal ions and loosening of stem. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by customer. Device history record (DHR) was reviewed with no deviations or anomalies that would contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum pf cup 54odx48id item# us157854 lot# 346150, one m2a-magnum mod hd sz 48mm item# 157448 lot# 651280, and one taperloc microp fmrl 9.0mm item# 14-103203 lot# 625730 were returned and evaluated. Upon visual inspection the returned cup and stem have debris on the outside of the device. The cup inner radius showed scratches and gouging. The returned head has scuffing and a wear line visible on the outside diameter of the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.